Event description:
As reported by the field, during a mechanical thrombectomy for an ischemic stroke, an embotrap ii 5x33 revascularization device (et007533, lot unknown) detached inside the embovac catheter (ic71132ca, 31130239) while retrieving the clot. Then they removed the full assembly and removed the embotrap for the aspiration catheter. The surgery was delayed due to the reported event by 20 minutes. A competitor¿s product was used to aspirate. Fragments generated but were easily removed without additional intervention.

Manufacturer narrative:
Product complaint (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. D.4: the product lot number was not available / not reported. The expiration date of the device is not known. H.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. H.4: the device manufacture date is not known as the device lot number is not available / not reported. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4) updated sections on this med watch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during a mechanical thrombectomy for an ischemic stroke, an embotrap ii 5x33 revascularization device (et007533, lot unknown) detached inside the embovac catheter (ic71132ca, 31130239) while retrieving the clot. Then they removed the full assembly and removed the embotrap from the aspiration catheter. The surgery was delayed due to the reported event by 20 minutes. A competitor¿s product was used to aspirate. Fragments generated but were easily removed without additional intervention. Additional event information received on 30-apr-2024 indicated that there was no resistance between the embotrap and the embovac at the time of time of deploying but yes while retrieving theses, resistance was encountered. Only one pass was made when there was an attempt to retrieve the clot. The clot was noted as being calcified, approximately .13mm but only 3mm to 4mm clot came out in one pass. There was difficulty withdrawing the embotrap from the thrombus and difficulty withdrawing the embotrap back through the vessel. The 20-minute surgery delay was not clinically significant. Additional event information received on 16-may-2024 clarified that embotrap involved was new, it was not re-sterilized or reused. The embotrap device was returned disassembled (distal stent assembly detached from the nitinol shaft) therefore the complaint is confirmed. Damage/deformation was present on the distal end of the cage and distal coil. The embovac was returned, and it was confirmed that no damage was present*. (*note: no damage was observed on the returned embovac, but it was subsequently damaged during an attempted complaint recreation. This is unrelated to the complaint event.) A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint event description states that ¿the embotrap got detached inside the embovac while retrieving the clot.¿ based on the above recreation attempt, a possible cause of this event may be due to the embotrap getting stuck in tortuous anatomy after deployment. The device IFU (ref cs163) warns against advancing the deployed device or withdrawing against significant resistance. In case of resistance, the IFU indicates to ¿assess the cause of resistance using fluoroscopy and, if necessary, advance the microcatheter over the device to re-sheath or partially re-sheath to aid withdrawal¿. Evidence that this may have happened in the complaint event can be seen due to the detachment at the proximal bond and the deformation at the distal tip. While the main aspect of the complaint event (detachment of the embotrap device outside the patient¿s body) is confirmed, the root cause could not be determined. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4) updated sections on this medwatch: b4, b5, d9, g3, g6, h2 and h11. Section b5: additional event information received on 16-may-2024 clarified that embotrap involved was new, it was not resterilized or reused. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional event information received on 30-apr-2024 indicated that there was no resistance between the embotrap and the embova at the time of deploying but yes while retrieving theses, resistance was encountered. Only one pass was made when there was an attempt to retrieve the clot. The clot was noted as being calcified, approximately .13mm but only 3mm to 4mm clot came out in one pass. There was difficulty withdrawing the embotrap from the thrombus and difficulty withdrawing the embotrap back through the vessel. The 20-minute surgery delay was not clinically significant. Based on the additional event information received on 30-apr-2024, the following two codes were added to section h6. Medical device problem code: difficult to remove (a150207) and retraction problem (a0510). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3011370111-2024-00031 and 3008114965-2024-00452.